Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the upstream occlusion alarm which was caused by low ultrasonic readings. The ultrasonic sensor was the failing part. The ultrasonic sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.